Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they performed a generator test, causing a power failure which then caused the central nurse's station (cns) to shut down. Upon boot up, the cns was stuck at the setup screen and would not fully bootup to the cns software. It had been stuck for an hour, so they tried booting with the backup drive, which did not resolve the issue. They then tried to repair the unit by replacing the hdd, but then received a "network disconnect" error message. No patient harm was reported. The customer sent this unit in for a repair. Service requested / performed: evaluation / repair: on 09/11/2020, the nihon kohden america repair center (nka rc) noticed no physical damage. Upon rc evaluation, the reported problem was duplicated. On 09/22/2020, the nka rc found both hard drives to be degraded and replaced them, #9000006111a, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on 10/08/2020. Investigation summary: the root cause of the issue is determined to be hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for five years with no history of hdd replacement, and hard drive degradation is most likely the cause of the device failure. The overall risk of this event is high. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bedside monitors (bsms): model #: bsm-1753. Serial #: (B)(6). Model #: bsm-6701a. Serial #: (B)(6). Remote network station (rns): model #: rns-9703-024, serial #: (B)(6) .

Event description:
The biomedical engineer (bme) reported that they performed a generator test, causing a power failure which then caused the central nurse's station (cns) to shut down. Upon boot up, the cns was stuck at the setup screen and would not fully bootup to the cns software. It had been stuck for an hour, so they tried booting with the backup drive, which did not resolve the issue. They then tried to repair the unit by replacing the hdd, but then received a "network disconnect" error message. No patient harm was reported

Manufacturer narrative:
The biomedical engineer (bme) reported that they did a generator test which caused a power failure which then caused the central nurse's station (cns) to shut down. Upon boot up, the cns was stuck at the screen that displayed the operating system setup please wait. It had been stuck there for an hour. They tried booting with the backup drive but issue persists. When they tried to repair the unit by replacing the hdd, but they received a network disconnect error, so the unit is being sent in for repair. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the cns: bedside monitor model & serial number: bsm-1753 sn (B)(4), bsm-1753 sn (B)(4), bsm-1753 sn (B)(4), bsm-1753 sn (B)(4), bsm-1753 sn (B)(4), bsm-1753 sn (B)(4), bsm-1753 sn (B)(4), bsm-6701a sn (B)(4), bsm-6701a sn (B)(4), bsm-6701a sn (B)(4), bsm-6701a sn (B)(4), bsm-6701a sn (B)(4), bsm-6701a sn (B)(4), bsm-6701a sn (B)(4). Remote network station model & serial number: rns-9703-024 sn (B)(4).

Event description:
The biomedical engineer (bme) reported that they did a generator test which caused a power failure which then caused the central nurse's station (cns) to shut down. Upon boot up, the cns was stuck at the screen that displayed the operating system setup please wait. It had been stuck there for an hour. They tried booting with the backup drive but issue persists. When they tried to repair the unit by replacing the hdd, but they received a network disconnect error, so the unit is being sent in for repair. No patient harm reported.